Manufacturer narrative:
It was reported that the device was explanted (date not reported). This report is submitted on 28 january 2021.

Manufacturer narrative:
This report is submitted on 8 september 2020.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device, subsequent to sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.